Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. All subsequent measurements were stable and within normal limits and out of range measurements were unable to be reproduced with patient isometrics or pocket manipulation. The programmed configuration was changed to bipolar and the device was programmed to doo and the physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.